Event description:
(B)(4). I started experiencing major mood swings, and ended up being hospitalized for a week due to the stress of it. I have also had heavier bleeding during my periods as well as passing very large blood clots. There is also stabbing pains in my right lower abdomen that will cause me to double over, they do come and go. My weight has generally been well maintained and after this procedure and being active, I have not been able to lose weight especially in my lower abdomen area, (I did roller derby). To this day my moods do change rather frequently, and it is not a normal for me until after a year of having this implanted in me. I also developed a food sensitivity to eggs, I never had a problem before and have had allergy testing to clarify this, and it is just a sensitivity.